Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the mildly calcified, moderately tortuous, 99% stenosed left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 3.0x12 mm traveler balloon and the 3.5x28 mm xience prime stent was implanted at 10 atmospheres. Post-dilatation was performed with a 3.5x15 mm nc balloon and a distal edge dissection was noted. Another xience prime stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.